Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to normal battery depletion. The device was tested on the bench and it was noted that the device was approached eol level when bvvi was triggered from code corruption. The cause of the bvvi was code corruption resulted from low battery fluctuations as the battery level was nearing eol.

Event description:
It was reported that an asymptomatic patient presented in the operation room for a device replacement procedure. It was noted that the pacemaker was in back up mode. The device was explanted and replaced. The patient was s table prior, during and post procedure and will continue to be monitored normally.